Event description:
Pt called stating that the pump does not know how much insulin is in the cartidge. Patient had filled their cartridge to 300 units and then primed using the same tubing. The cartridge then showed 230units and then showed 130 later that morning and then by evening showed 165 units. Prior to that the linear reading didn't change for 2 days even though patient uses 40 units per day.